Manufacturer narrative:
As reported, during insertion of a 6f/7f mynx control vascular closure device (vcd) into the sheath, resistance was encountered and the tip was observed to be opened/flared. After several push attempts, the device was withdrawn and not used, and hemostasis was completed using another mynx device. There was no reported patient injury. The device was intended for use in a percutaneous transluminal angioplasty (pta) procedure and preparation was completed normally in accordance with the instructions for use (IFU). Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. One non-sterile 6f/7f mynx control vascular closure device (vcd) was returned for investigation. Visual inspection of the device showed that button 1 was not depressed, and button 2 was also not depressed. The stopcock was found open, and no syringe was returned for this evaluation. The sealant was present in its manufactured position and was fully covered by the sealant sleeves. Regarding the condition of the sealant sleeves, no abnormal conditions were observed. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage, abnormal, or frayed/split/torn condition. No additional anomalies were observed during this analysis. A functional analysis was executed using a 6f cordis lab sample csi. The sample was inserted into the unit and withdrawn from it. During this analysis, no friction or resistance was perceived. A high-magnification microscopic evaluation was executed on the atraumatic tip area. No damage, anomalies, frayed/split/torn, or other abnormal conditions were observed during this analysis. The reported events of ¿mynx control system-impeded¿ and ¿atraumatic tip-frayed/split/torn¿ were not observed through analysis of the returned device since there were no damages noted to the tip and the device passed the insertion/withdrawal test. The exact cause of the issue experienced by the customer could not be determined during the product evaluation. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue experienced by the user since there were no damages or anomalies noted. However, procedural/handling factors and/or procedural sheath factors (which was not returned for analysis) possible contributed to the issues experienced by the user. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggests that the reported failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during insertion of a 6f/7f mynx control vascular closure device (vcd) into the sheath, resistance was encountered and the tip was observed to be opened/flared. After several push attempts, the device was withdrawn and not used, and hemostasis was completed using another mynx device. There was no reported patient injury. The device was intended for use in a percutaneous transluminal angioplasty (pta) procedure and preparation (prep) was completed normally in accordance with the instructions for use. The device will be returned for evaluation.